Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 43-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 43-year-old female patient who had essure (batch no. C35394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, back pain, genital haemorrhage, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved and the hypersensitivity and autoimmune disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the patient has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 43 year-old female patient who had essure inserted (lot no. C35394) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was cyclen. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of bronchitis, headache, menorrhagia, chronic back pain and chickenpox in 2018, multi gravida, parity 3, antiinflammatory therapy ((naproxen): spontaneous severe bruising (large spots), gestational hypertension, adenoidectomy, tonsillectomy, vomiting (history of present pregnancy), nausea (history of present pregnancy) and single umbilical artery in 2014 and obesity. The patient had a family history of diabetes, huntington's disease, heart attack, hypertension, copd, depression, sleep apnea, parkinson's disease, multiple sclerosis and sexually transmitted disease. The only concomitant product mentioned was apo amoxi clav (amoxicillin trihydrate;clavulanate potassium) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. From (B)(6) 2018 to (B)(6) 2018 the patient received cyclen (oral) at an unspecified dose and frequency. Essure was removed on (B)(6) 2018. On unknown dates she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (essure removal, total laparoscopic hysterectomy and bilateral salpingectomy.). At the time of the report, the abdominal pain, pelvic pain, back pain, genital haemorrhage, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for hypersensitivity and autoimmune disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2018 and the estimated date of delivery was on (B)(6) 2018. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The vaginal delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: that the patient has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. There were two coils visualized on the left and three coils visualized on the right. The procedure was terminated and the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.611 kg/sqm. [Pathology test] on (B)(6)2018: surgical pathology report specimen: uterus with cervix and fallopian tubes pharmacovigilance legal case extraction form page 4 of 5 history: menorrhagia. Laparoscopic hysterectomy bilateral salpingectomy. Uterus cervix bilateral tubes diagnosis: hysterectomy specimen with bilateral salpingectomy 1. Cervix benign cervix with dilated endocervical glands end mild stromal inflammation 2. Endometrium edematous hemorrhagic proliferative endometrium 3. Fallopian tubes within normal morphology gross description: the right tube is 7cm. The left tube is 10 cm. The right tube measures 8 cm. The left tube measures 8. 5 cm. [Ultrasound scan vagina] on (B)(6) 2017: examination: pelvic indication: menorrhagia possible ablation. Had essure coils in 2015. Findings: normal uterus. Essures seen bilaterally. Opinion: normal. No cause for bleeding seen. No polyps or fibroids. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 09-apr-2024: lab data, concomitant medications (apo-amoxi clav and cyclen 21) was added. New reporter information, patient information, reporter causality comment and non-drug treatment notes was added. Medical history and patient information was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus '), perforation ('perforation other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 43-year-old female patient who had essure (batch no. C35394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, back pain, genital haemorrhage, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved and the hypersensitivity and autoimmune disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the patient has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: the essure lot number was added. New reporter types (lawyers) and new adverse events (chronic abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal cavity or pelvic cavity, perforation of the uterus, fallopian tubes and other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression, psychological stress) were provided. The adverse event medical device removal was added as a non-drug treatment of the adverse event fallopian tube perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.